Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue. The patient was administered IV antibiotics to address the issue.

Manufacturer narrative:
An infection at the lead site was reported to abbott. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The patient was administered IV antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown. During processing of this complaint, attempts were made to obtain complete patient information.